Event description:
It was reported that the tips of the instruments were broken when the surgeon did the final tightening. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The additional evaluation visual inspection revealed that the tips of the instruments were broken when the surgeon did the final tightening. The present screwdrivers were analyzed for conformance to print specifications and no abnormalities were identified. The fractured surfaces are homogenous, which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Unfortunately, we are not able to determine the cause and no product or material related condition was found.